Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) cardiac ablation procedure with a varipulse¿ bi-directional catheter the patient experienced acute renal failure. First, it was reported that the carto 3 system was unable to train tpi out of the cone on the varipulse catheter. Each time calibration was attempted that electrode one on the varipulse¿ bi-directional catheter fails. It was stated that tpi recalibration is completed but is inaccurate. It was reported when the catheter is mid-chamber the tpi spheres will indicate full contact and when the catheter is in contact with tissue that the spheres are not present. Additional information was received on 11-jul-2025. The patient had an adverse event post procedure. The patient experienced acute renal failure after the pfa procedure using the varipulse¿ bi-directional catheter. Additional information was received on 15-jul-2025. Patient is fine and has no symptoms. Additional information was received on 18-jul-2025. The patient's condition resolved the next day and the patient is ¿doing fine¿. Additional information was received on 28-jul-2025. The physician reported that the patient showed symptoms of hemolysis shortly after ablation with varipulse¿ bi-directional catheter. The patient had taken a diuretic 10 days pre-procedure, so was already a bit dehydrated at the time of the procedure. The patient had mild renal injury based on her blood work prior to the procedure (baseline creatinine was 1.39, which increased to 1.8 post ablation, then 2.3 later the same day, then 2.0 the next day). Haptoglobin was taken 48 hours later and was, 1.03. Post ablation she retained urine for 48 hours and acute kidney injury was diagnosed. Dialysis was considered but ultimately not performed as symptoms resolved within 48 hours. It was reported that patient fully recovered. Physician believes baseline conditions may have contributed to the hemolysis. The event was originally considered non-reportable, however, bwi became aware on 11-jul-2025 of an adverse event post procedure and have assessed the adverse event as reportable under the varipulse¿ bi-directional catheter. The awareness date for this record is 11-jul-2025.